Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient¿s device was not working, and she was in a lot of pain. It was stated the patient was unable to sync with the ins or charged it. Patient confirmed seeing the reposition antenna screen on the ins recharger when trying to start a normal charging session. Troubleshooting using the patient programmer (pp) was not possible as it would only momentarily power on before going dead again. Patient tried multiple sets of batteries, including alkaline batteries that were known to be good batteries. Pp powers off before patient could sync with it, and then it would not power on at all after this occurred. It was stated the pp powers up but shut down when they pushed any buttons, they tried new alkaline batteries. Patient would be send a replacement pp. No further complication and no symptoms were reported. Refer to (B)(4) for 1st od, (B)(4) for second od, (B)(4) for trouble reaching ins site, revision, and (B)(4) for third od.